Event description:
I started to develop a rash after purchasing and using the alcohol prep pads on my right hand but thought it was an allergic reaction to something. The first time I noticed the rash was when I went out of town for (B)(6) in 2025. I used them to sanitize my phone, remote controls or electronic devices regularly. The rash was aggravated by most liquid hand soaps and would turn red with a scaly look. At times it would appear to heal and turn the skin on top of my hand dark. Months later I purchased a skin cream for eczema that wasn't very effective at all. While on vacation with my daughter two weeks before the safety recall was announced she noticed that her hand was also developing a rash as and she had not used the alcohol wipes prior to that time. During our vacation in (B)(6) 2026 I began to see the rash on my left hand as well after using it on a daily basis, at least twice a day. Upon our return from vacation, I read the email from amazon with the notice from the FDA. I immediately contacted cardinal health to report my issue to them and amazon's customer service. I was told by amazon's customer service that a report was being sent out to a supervisor based on what I told them over the phone and that I would be contacted. Also a refund was being issued by amazon for the box of alcohol wipes that I purchased. As of today I have not heard back from amazon but I have made an appointment to see a dermatologist. I am also taking medication due to a breast cancer diagnosis in (B)(6) 2022 so I am not sure of the extent of how my immune or nervous system was compromised negatively by the contaminated wipes as of yet. I also have extra packets for testing if necessary. To sanitize my phone and electronics or personal care items.